Manufacturer narrative:
Catheter model# 8709, lot # j0058160r, implanted: (B)(6) 2001, explanted: unk.

Event description:
It was originally reported that the patient fell the last weekend in (B)(6) 2008. The pump site was "bruised, pump and the entire incision area 8 inches up and across was totally bruised." The pump was supposed to have been refilled on (B)(6) 2008 but was cancelled due to scheduling or some issue. He was admitted to the ER on (B)(6) 2008 due to experiencing symptoms of withdrawal: nausea, cold, diarrhea. The patient was checked. On (B)(6) 2008 he was at home. On several occasions there was difficulty accessing/locating the refill port on refills. There were no alarms. He has clonus in the right leg. The drugs that were administered in the pump at that time were baclofen and fentanyl. He wanted to be weaned off the pump and find a new managing physician. The healthcare provider confirmed that the pump attributed to the event. There were no patient signs/symptoms. No treatment or intervention was needed. There was no patient injury and recovered without sequela. The drug that was administered via the pump was compounded baclofen. It was then reported that the refill healthcare provider was unable to find his port. The pump was replaced. Additional information has been requested.